Event description:
A customer reported that when they diluted commercial anti-m (monoclonal) reagent with plasma it did not react with 0.8% selectogen lot vs101 in gel when compared with tube test method. No death or serious injury was associated with this incident.